Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A distributor reported on behalf of a customer that the pro2043, powerpro sagittal saw attachment device was used in a total knee arthroplasty procedure on (B)(6) 2026, and ¿it was reported that when the blade (5023-136) is attached to this attachment and operated, the blade detaches.¿. The procedure was completed with the use of unknown alternate ¿backup power instruments¿. Further assessment found the device fell into the patient and was retrieved. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.